Event description:
There was an allegation of questionable elecsys ca 19-9 results for 9 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 90.4 u/ml. On (B)(6) 2026, the repeated result was 5.55 u/ml. The repeated result was believed to be correct. Patient 2: on (B)(6) 2026, the initial result was 41.1 u/ml, and the repeated result was 31.3 u/ml. Patient 3: on (B)(6) 2026, the initial result was 76.2 u/ml, and the repeated result was 30.8 u/ml. Patient 4: on (B)(6) 2026, the initial result was 54.4 u/ml, and the repeated result was 29.7 u/ml. Patient 5: on (B)(6) 2026, the initial result was 41.1 u/ml, and the repeated result was 5.11 u/ml. Patient 6: on (B)(6) 2026, the initial result was 46.4 u/ml, and the repeated result was 26.4 u/ml. Patient 7: on (B)(6) 2026, the initial result was 96.8 u/ml, and the repeated result was 14.7 u/ml. Patient 8: on (B)(6) 2026, the initial result was 128 u/ml, and the repeated result was 4.66 u/ml. Patient 9: on (B)(6) 2026, the initial result was 99.3 u/ml, and the repeated result was 50.5 u/ml.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The qc was acceptable. The calibration signals were below the expected ranges. The investigation is ongoing.